Event description:
Customer reported a past event of low blood glucose (bg) values were unclear but ranged from 40-50 mg/dl, and possibly lower. The customer's family assisted the customer in walking due to weakness and provided glucose tablets to address bg. A pump log review was performed, and it was found that the customer requested and confirmed a manual bolus leading to the decreased bg.